Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) was inoperable. There was no patient involvement.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The tse recommended replacing the graphic user interface (gui), central processing unit (cpu). The investigation is ongoing. (B)(4).

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse then verified that the device passed all testing.